Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, broken laser tip was noted after 73 kj and 16 minutes of use. The fiber tip (cap) was not cleaned during the procedure. The fiber was exchanged, and the procedure was completed utilizing the second fiber. There was no patient injury reported due to the event. No further information provided.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits cratering and devitrification at output area, and detritus adhesion around output area; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the bevel edge appears in good condition; the heat shrink tubing exhibits minor scratch marks. Probable root cause: based on the device analysis, the product complaint "broken laser tip" could not be confirmed; cap cratering was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.